Manufacturer narrative:
(B)(4). Follow up it was reported the rubber stopper on some of the medication vials have been cored by the blunt tip needles. As a needle sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows two packaging blister top webs. No other information could be obtained from the photo. A device history record review was completed for provided material number 305180, lot 4178029. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical needle sample analysis, a probable root cause could not be offered.

Event description:
No additional information received.

Event description:
Material #305180 batch #4178029 verbatim: there have been several recent issues where the rubber stopper on some of our medication vials have been cored by the blunt tip needles resulting in pieces of the stopper in the syringe with our medications. See the images below. It seems to be a new problem. I emailed , and it appears to be related to how we use the bd blunt tip needle.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.